Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an implantable pulse generator (ipg) implanted due to sinus node dysfunction. Approximately three days later, the patient was admitted to the hospital due to a history of dyspnea at rest and previous syncopal events. The patient was checked the next day and was noted to have unstable hemodynamics due to arterial hypotension. The patient's family was informed of the critical status of the patient and all medication was stopped at family member's request. The patient passed away. The cause of death was provided as sepsis, cardiogenic shock, mesenteric infarction, morbid obesity, type two diabetes, arterial hypertension, and heart failure. No allegations were made against product performance.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis confirmed the reported sensing failure bit could not determine the cause of the failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an electrical discontinuity/open in an in tegrated circuit. Hybrid analysis confirmed the reported sensing failure. The failure was confirmed at device, hybrid and integrated circuit levels. The failure was isolated to the mixed signal integrated circuit . If information is provided in the future, a supplemental report will be issued.